Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A seventy-nine-year-old male patient with a history of prior coronary artery bypass grafting and coronary artery disease presented with heart failure¿related shock secondary to ischemic cardiomyopathy. The patient was supported with two inotropic medications, venoarterial extracorporeal membrane oxygenation, and mechanical ventilation when an impella 5.5 device was planned. After the pump was opened and connected to the console, a ¿placement signal not detected¿ alarm occurred. Multiple troubleshooting attempts were made, including use of a second console, and the clinical team elected to use a different pump; the original device was never implanted. The patient was subsequently implanted with another impella 5.5 device. After couple days of support with the impella 5.5 and extracorporeal membrane oxygenation, the patient developed decreased urine output and continuous renal replacement therapy was initiated. On the fifth day of support, the family elected to withdraw care due to worsening overall condition and neurological status. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella. Out of box failure. Placement signal issue.